Event description:
It was reported that the customer experienced a discrepancy in the insulin fill estimate shown by their pump. There was no adverse impact on the customer¿s blood glucose level, which remained within normal ranges. The customer resolved the issue by reloading the same cartridge and was advised by technical support to use the in-app resource for guidance on cartridge filling. They were also encouraged to call back if the issue persisted. The case was ultimately resolved and closed by technical support.